Event description:
It was reported that the right footplate on the front rigging of the manual wheelchair is broken.

Manufacturer narrative:
Additional manufacturer narrative: submission of this MDR, under this part does not constitute an admission that the device and/or any employee, caused or contributed to the reportable event.